Event description:
It was reported that approx 12 hours following a coronary drug eluting stenting treatment procedure, the pt expired. The physician was treating a 90% stenotic mid svg to lad lesion in a "t-graft." The vessel was described as moderately tortuous. There were difficulties encountered in advancing the guide catheter. Following deployment of a filter wire distal to the lesion, a 2.5 x 20mm crosssail balloon was used to pre dilate the lesion. The balloon was inflated twice (20 seconds at 8 atm and 45 seconds at 8 atm). It was then noted that the tip of the crosssail balloon was up against the tip of the filter wire. The physician attempted to reposition the filter wire in order to deploy the stent. The filter wire was recaptured, however, they were unable to advance it back down the vessel; the filter wire was removed. The physician then attempted to track a second filter wire past the lesion, however, he was unable to pass the proximal portion of the graft due to resistance. It is uncertain if there was another lesion in the proximal portion of the graft. The second filter wire was removed. A forte 300 cm floppy wire was successfully advanced. He then attempted to place the first taxus express2 3.5 x 28mm drug eluting stent in the proximal svg, however, he was unable to cross the lesion. The physician exchanged the floppy wire for a forte moderate support wire. He was then able to successfully deliver the taxus express2 3.5 x 20 mm drug eluting stent across the lesion. An inflation of 13 atm for 30 seconds successfully deployed the stent. No procedural complications were noted. The pt received integrilin and heparin throughout the procedure. The procedure was completed and pt was sent to their room. The pt expired approx 12 hours post procedure. The cath lab on-call team was called, but the pt expired before they could be brought down for re-intervention. It was reported that the pt was "a cardiac cripple with continuous angina" and the physician felt he had to "do something for pt." It was reported that, in the opinion of the physician, the cause of death is most likely a stent occlusion. It is unknown if an autopsy was performed.